Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported gum damage where a tooth was trying to move. The is an observation by a dental hygienist during a routine cleaning. Requesting additional information about dental visit and dentist recommendations for recession and clearance. Provided information and tips on recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.